Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an occlusion alarm, due to a faulty occlusion sensor. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the occlusion alarm was determined to be an out of calibration occlusion sensor. To correct the condition, the occlusion sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.